Event description:
Customer reported that the device's on button is intermittent. There was no report of pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided part info to customer for repair.